Event description:
A report was received that the patient was experiencing pain at the incision site. The patient was prescribed a cream to treat the pain, however, it did not resolve the pain.

Event description:
A report was received that the patient was experiencing pain at the incision site. The patient was prescribed a cream to treat the pain, however, it did not resolve the pain.

Manufacturer narrative:
Additional information received indicated that the patient was explanted and is reportedly doing well. Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.